Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour® care meter (serial # (B)(6)) and in-house contour® care test strips (lot # 4jsnc02a) using blood spiked with glucose at 7.6 mmol/l and 3.7 mmol/l, as determined by ysi instrument in five replicates each. All tests recovered within fit-for-use limits.

Manufacturer narrative:
The initial reporter's contact details were not provided; therefore, this information was not captured in section e1. Unknown was recorded in section a1, and no information was captured in section a4, as the patient's credentials and weight were not provided. The event date was provided as aug-2025, therefore, the event date in section b3 has been captured as 01-aug- 2025. Contour® care meter is similar to the contour® plus blue meter available in the us market. The contour® care test strips with sku # 6824 and lot # 4jsnc02a has the 510k # of k241787 and UDI # (B)(4). The device was distributed outside the us, therefore, no gudid information exists.

Event description:
A healthcare professional (hcp) from china reported that a patient's blood sample was tested using the contour® care meter, yielding blood glucose readings of 0.2 mmol/l and 1.7 mmol/l. The hcp then used a new vial of contour® care test strips with the same meter and obtained a reading of 12 mmol/l. There was no allegation of an adverse event. The test strips have been discarded.